Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 100% totally occluded, 3.5x16mm, concentric target lesion was located in the severely calcified and severely tortuous left anterior descending (lad) artery containing a significant >=90 degree lesion bend. A 3.50mm x 16mm liberté bare metal stent was selected and advanced to treat the target lesion. While the physician was trying to pass the lesion, it was noticed that the stent strut's were damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device lot number corrected from 16377992 to 16436062. Device expiration date corrected from 11-sep-2016 to 05-oct-2016. Device manufactured date corrected from 16-sep-2013 to 08-oct-2013. Device evaluated by MFR.: returned product consisted of a liberte/veriflex stent delivery system (sds) and a shelf box, product pouch and carrier tube (hoop). The batch number on the returned packaging and device matched the returned batch number. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded with the stent secured on the balloon between the markerbands. The second and third proximal rows of stent struts were flared and bent. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 100% totally occluded, 3.5x16mm, concentric target lesion was located in the severely calcified and severely tortuous left anterior descending (lad) artery containing a significant >=90 degree lesion bend. A 3.50mm x 16mm liberté¿ bare metal stent was selected and advanced to treat the target lesion. While the physician was trying to pass the lesion, it was noticed that the stent strut's were damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.